Event description:
It was reported that the patient had a surgical procedure to remove and replace a tactra device due to pain, discomfort, and infection on the corpora body. There were no specific device malfunctions reported and the patient is expected to fully recover following the replacement procedure.

Event description:
It was reported that the patient had a surgical procedure to remove and replace a tactra device due to pain, discomfort, and infection on the corpora body. There were no specific device malfunctions reported and the patient is expected to fully recover following the replacement procedure.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.